Manufacturer narrative:
(B)(4). The insulin pump was received with normal operating currents and there was no unexpected replace battery now alarm, power loss or low battery alarm.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump received replace battery now alarm. The customer's blood glucose level was unknown. The customer did not received any low battery alert's prior to replace battery now alarm. This was the second occurrence of replace battery now in less than 10 hours after low battery warning. The insulin pump will be returned for analysis.